Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). The device was available for return to the manufacturer for evaluation. A review of the manufacturing documents indicated that the valve passed all testing prior to release for distribution. Functional testing of the returned device was not able to be performed due to lack of approval. Request for acknowledgement that testing is destructive in nature was made and a response was not received. No further actions required.

Event description:
According to the complainant a prosa valve would not adjust postoperatively. The original implant occurred on an unspecified date. The patient had pseudo-tumor. The valve was implanted on the rib cage, although the doctor was advised against this. The patient presented with complication; the surgeon stated that the shunt was not holding the correct amount of h2o. The valve was explanted and returned to the manufacturer for evaluation. The event date was noted as (B)(6) 2016. Further details were not provided.